Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was urinating on themselves, that the device was not telling them when to use the bathroom, and that it was a sudden loss of therapy beginning a couple weeks ago. Patient was on program 2 and had never changed programs within 3 years. Patient changed to program 3 and stated they would try this to see if it helped at all. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the healthcare provider has not seen the patient since 2016 in their office. The weight reported was (B)(6) pounds